Event description:
Per email: patient called back to the hotline and stated that she had her daughter come over so she would be able to troubleshoot the no disposable alarm on her pump to get it restarted. Instructed patient to hit start/stop button to silence alarm, reviewed settings and powered pump off. Closed clamp and removed cassette. Instructed patient to gently tap cassette to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on and pump continues to alarm. Powered pump off and removed cassette, gentle tapped cassette and massaged line to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on, and pump continued to alarm. Powered pump off. Advised patient to call clinic for further instructions. No further questions at this time. Patient verbalized understanding. Rga created. No patient harm. No additional information available

Manufacturer narrative:
, Corrected data: h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions (B)(6).